Event description:
It was reported that the user experienced a hypoglycemia event to 39 mg/dl followed by hyperglycemia to 388 mg/dl per cgm while using the ilet, with inability to confirm by fingerstick and no reported symptoms; the user consumed approximately half a granola bar before glucose increased, which was considered the most likely contributor to the subsequent hyperglycemia, and education on not overtreating or pretreating lows and on alarm management was provided. Symptoms included no reported clinical manifestations associated with the low or high glucose readings. Outcomes included self-management at home without escalation of care, with current glucose improving after advised intake of 15 g fast-acting carbohydrates and alarm volume adjustment. Investigation included clinical troubleshooting and education regarding cgm alarms, confirmation practices, treatment of low glucose, and potential effects of carbohydrate intake. Investigation of this case revealed no confirmed device malfunction, and findings were consistent with possible cgm-reading variability and rebound hyperglycemia after carbohydrate intake, with the cause of the initial low remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.